Event description:
Customer complaint: (recalled product): left burn marks on my back, even on the low setting. It starts off extremely hot, then after several minutes it cools down, even when I increase the setting. It then smells like it is melting.